Event description:
It was reported the pt experienced a warm sensation in or around the ins pocket during recharging. The pt was feeling warmth and skin irritation during charging that generally began at the onset of the charging session. The pt said the warmth feels internal vs external. This had occurred since the implant. The MFR's rep indicated some redness at pocket. The pt also reported charging more than expected and would not hold a charge. Rep also reported that 8840 was not showing pt's diary days. Rep reported all diary days had no data and only the day 21 was showing, but had no data as well. The programmer recharging statistics were as follows: in the same month, 0.1 hrs, 75%; 1.8 hrs, 75%; 0.8hrs, 75%; the previous month, 0.5 hrs, 100%; 0.8hrs, 100%; 0.5 hrs, 100%. The pt claimed that during these particular recharge sessions, he was charging "several" to "4 hours" per session, but it wasn't reflected in charge stats. The average couplings for six sessions were 1, 2, 0, 0, 2 and 3; durations were: 12, 53, 43, 1, 44 and 32 min. It appeared that the pt was losing coupling during charge sessions but not realizing it. The logs did not show any evidence to support that ins was not taking or holding a charge. The ins was in an awkward position on side of the right hip area (posterior). A pocket revision had already been planned, although the date was unk.